Event description:
It was reported by the rep that during a lap cholecystectomy procedure the device was stuck on tissue, would not release. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.